Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited high impedance. The physician decided to leave lead in service, due to difficult patient anatomy. The patient was asymptomatic and was fine in the recovery room.